Event description:
New information received noted that the remaining distal portion of old rv lead is suspected of making contact with the replacement rv lead causing low, high voltage lead impedance measurement. The distal portion was explanted.

Event description:
It was reported that patient received inappropriate shocks due to low sensing and t-wave oversensing. Varied capture thresholds were observed. The lead broke during explant and only a portion was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Without return of the entire lead, a complete analysis could not be performed.